Event description:
It was reported that after using the shears for approximately half an hour with no problems, an instrument error tone was heard and an error message displayed on the generator. Delay of 10/15 minutes, no pt consequences.